Event description:
The customer reported that during the procedure, the doctor indicated that the coagulation did not function very well. It was then noticed that the foot switching laparoscopic cord was on fire. The cord was completely burned through. A new cord was used to complete the procedure. The patient was not injured.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.